Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.

Event description:
It is reported that the patient faced leakage issue on (B)(6) 2026. The infusion set was leaked at site which leads to high blood glucose levels upto 360mg/dl and was treated by changing set and by bolus. The infusion set was in use for one day.